Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-30 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2008; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The reason for call was patient stated that they were having problems with their stimulator. Patient stated that last night they went to see if it charged all the way the recharger and programmer both displayed the por message. Understood pt was able to keep charging intermittently, but ultimately was unable to fully charge ins. Patient said that they had to toggle stim on and off like 8 times because it was showing on the recharger, but they couldn't 'see what they needed.' During the call, had patient use the patient programmer. Patient saw the unable to communicate screen. Patient noted that they laid down this afternoon to finish charging and the implant wouldn't get full charge and that the whole stimulator seemed to have turned off. Pt mentioned they thought there was a short in the lead. Reviewed information about por and tried to get programmer to sync during call to no avail. Pt said they saw the screen with program information, but wasn't sure how that would be because they were unable to connect/sync, then went back to screen with '?' Which was understood to be unable to communicate. Redirected pt to meet with their healthcare provider and manufacturer reps to address the issue in person.

Event description:
Additional information was received from the patient (pt). The pt reported the short in the lead was not confirmed, and the cause was not confirmed. Initial testing confirmed some kind of short, and was attributed to the lead so the lead was replaced, but problem persisted. Steps taken were replacing the controller, after which the problem disappeared. The issue was resolved. The cause of the ins turning itself off, difficult communication, and por message were not reported. It is unclear if the issue has been resolved. Weight was asked, but not reported. On (B)(6) 2024 the patient (pt) reported the likely cause was the controller, as after the controller was replaced, the issue was re solved.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2008 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.